Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va11pmp, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a fall and "dislocated that stimulator" reporting that there was a lump in the patient's back "where the probe was sticking." The patient's ins had been turned off since january and the patient's healthcare provider (hcp) was taking the ins out in order to put a new one in. Additionally, the caller reported that the patient has had a catheter in ever since the accident so they have had no control of their urine since and consistently has bladder spasms. According to the call the patient was never completely incontinent previously, just leaking, but now the patient is totally incontinent. The caller indicated that the patient did not have disease progression but that "the hospital messed the patient up and couldn't get a catheter in when he had a surgery." The intensive care "insisted on getting a catheter into the patient for 5 days but then they took it out and the patient couldn't void and then put him in a pool of blood." The patient "wound up with a super pubic because of the hospital." According to the caller the patient was not 100% happy with the ins even prior to the problems after the fall and that it used to help during the day, but did nothing for the patient at night. The patient and the caller were trying to decide if the patient should go through implant again or not and reported that the patient had been getting up every 2 hours to use the bathroom at night and the patient cannot operate like that. Despite multiple attempts with programming adjustments the patient was still having less than 50% symptom reduction. The caller indicated that the patient was first implanted for stress incontinence and when the patient would bend over/pick something up the patient would go, but now the patient is completely incontinent. The caller added that the patient was thin and getting thinner and wondered if that has anything to do with keeping it in place as the caller did not think the patient has the body mass to hold the implant system. Finally, the caller indicated that they had no idea where the lead was at the time of the call, because she can't see it "so it moved again." The caller was advised that stimulation should be left off until the patient was under the supervision of their hcp. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.